Event description:
It was reported that the customer's blood glucose level was 32 mg/dl. The customer treated with food until his reading was 77 mg/dl. The customer believes he overbolused. The customer stated that his insulin pump shut off without warning and he received an excessive no delivery alarm. The customer changed the battery and the insulin pump seemed to work properly. Standard troubleshooting was declined. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).